Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported an a1059 mayfield modified skull clamp needed repair. It was then found that the device had excessive lock movement. There was no patient injury and no delay in surgery due to the product problem.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. With respect to the complaint, it was confirmed that the returned unit did not meet all specific functional test. The unit received with the lock having both rotational and lateral movement and a residue buildup is present. The unit need new components added to replace worn internal parts; general maintenance and cleaning required. The device history record reviewed with no abnormalities related to the reported failure. A1059 was manufactured in 2009. This device exceeds its expected life of 7 years. Service history: (B)(4). The devices manufactured during this period passed all required inspection points with no mrrs/ncmrs, variances/deviations, or rework related to the reported allegation. The complaint was confirmed via inspection of the item.